Event description:
A site representative, registered nurse (rn), reported that while in a cranial procedure the software became unresponsive on the register task screen. The reporting rn stated that the navigation system was working fine, to that point, then became responsive when attempting to select touch-n-go registration. In trouble-shooting, a hard re-boot of the navigation system restored normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database.